Manufacturer narrative:
Our field service engineer (fse) investigated the issue further and found out liquid traces on the pneumatic back-plane board. The damaged part was not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
It was reported that signs of water/liquid and corrosion was found on the ventilator's pneumatic back-plane printed circuit board. There is no patient harm. Manufacturer's ref.#: (B)(4).